Manufacturer narrative:
Removed e2403 and added e1205. Removed f26 and added f11.

Event description:
It was reported an occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customers mom assisted in addressing the elevated blood glucose by administering insulin injections and changing pump supplies. However, occlusions continued, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.